Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 32,463 joules. It was also reported that the fiber cap was observed to be damaged. The procedure was initiated with a different fiber which was reported under (reference MFR report number 2937094-2012-00924). The case was completed with a third fiber. There was no report of any pt injury as result of this event.